Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by the archscopic orthopedic trauma surgical journal titled ¿predictors of functional recovery following surgical repair of quadriceps tendon rupture: insights from a german multicentre study¿. The study reviewed fifty (50) patients who underwent knee procedures using arthrex fastak devices. Three (3) patients were documented to have had patellar instability resulting in ruptures of the quadriceps tendon during the sixty-two (62) month follow-up period. Ref: langenhan, r., et al. (2025). "Predictors of functional recovery following surgical repair of quadriceps tendon rupture: insights from a german multicentre study." Arch orthop trauma surg 145(1): 147.